Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic, clínica dávila, surgery, chile ¿. The title of this report is ¿fixation failure in patients with traumatic diastasis of pubic symphysis: impact of loss of reduction on early functional outcomes ¿, published on november 06, 2021, and can be found at https://doi.org/10.1186/s13018-021-02802-x. The report is associated with the stryker ¿matta pelvic system ¿and includes an analysis of the clinical data that was collected on 37 patients. The cases in the study range from january 2016 and december 2018. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that one (1) patient experienced a catastrophic failure 17 days after the initial surgery that was revised using a double plating fixation.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of catastrophic failure, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.